Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's husband called 911 and the patient was taken by ambulance and hospitalized due to hypoglycemia. The patient's blood glucose levels dropped to 60 mg/dl while wearing the pod. The patient loss of consciousness, and suffered a concussion with bruising to the face. At the hospital the was treated with intravenous of fluids and insulin and was prescribed painkillers. The patient was released 3 days later.